Event description:
In a educational webinar the bsrs (british society of refractive surgeons) that was being held for trainees, the surgeon stated, "had a lens that came out upside down yesterday."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b1: should be corrected to malfunction. B2: should be omitted for correction. Claim# (B)(4).